Manufacturer narrative:
Manufacture date: july 20, 2016 ¿ july 22, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was observed in a large volume infusor. The actual infusion time was 7 hours; intended infusion time 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.